Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the part on the base where the mast fits into has bent tabs, the mast is leaning to the side.